Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient had an automated impella controller (aic) being powered up for use with an impella cp. An error occurred after starting up the aic. The aic could not be used which prompted aic replacement. There was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Visual inspection confirmed the pbm contamination, which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check error¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.